Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reby0786 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that the scissors inside the PICC kit had what appeared to be "gum" on the handle. The scissors were not used, the remaining items of the kit were used in the procedure.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a gum-like material on the handles of the scissors was confirmed, but the source of the material was not determined. One pair of scissors was returned for investigation. The scissors were received with the protective cover over the blades. A light brown colored material was stuck to one of the handles. A microscopic examination revealed small pieces of a green colored material adhered to external surface of the light brown material. The green material was concentrated to one side of the scissors. What appeared to be a remnant of a sticker was observed on the other handle. The sticker contained the letter e on one line and either the number 0 or the letter o above the e. A tactual investigation revealed that the material was tacky and malleable. Since the scissors had been removed from the tray and were the only item returned for investigation, the condition of the scissors at the time the tray was opened could not be verified; however, since it was reported that the scissors were not used, the sample was forwarded to the manufacturing facility for further review. Reynosa evaluation: the complaint for ¿the scissors with "gum"¿ is confirmed. According with photo evaluation where it was observed that had foreign material similar to the gum. However it is not possible to confirm as a manufacturing related. It is concluded that this complaint is a considered cause unknown. A lot history review (lhr) of reby0786 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that the scissors inside the PICC kit had what appeared to be "gum" on the handle. The scissors were not used, the remaining items of the kit were used in the procedure.